Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that there was a blank display on the pump. The customer stated that she calibrated and the pump alarmed. The customer stated that she received a cal error last week. The customer stated that she removed the sensor and received another cal error. The customer was advised of the meaning of each alarm.